Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator black wire. The device passed the idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, displacement, and rewind test. The device was received with minor scratches on the display window.

Event description:
The customer reported via phone call that his insulin pump was no longer vibrating, and that only the audible alarm functioned properly. The patient's blood glucose at the time of incident was 265 mg/dl. Troubleshooting was initiated for the vibration anomaly. The customer stated that vibrate mode was on and that the insulin pump battery was not low. A self test was performed and the insulin pump did not vibrate during the vibrate test. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.